Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02863. It was reported that patient's leads have migrated, which was confirmed by x-rays. As a result, surgical intervention may take place to address the issue.